Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a reported trauma that occurred on (B)(6) 2022, the user suddenly no longer had hearing benefit with the device. Repeat in situ testing will take place. Further medical intervention is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
After a reported trauma that occurred on 15apr2022, the user suddenly no longer had hearing benefit with the device. The user was re-implanted.